Manufacturer narrative:
Vasthere has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient went to the dentist who advised to wear aligners longer due to mobility on the most crooked tooth and the tooth is sore.

Manufacturer narrative:
Report #3014845255-2024-03360 is a duplicate of report #3014845255-2024-01163 issued on 09-23-2024.